Manufacturer narrative:
.

Event description:
It was reported that during the physician's vns programming tablet software upgrade, it was noticed that the tablet was not able to be charged with the power supply cable. A different power supply cable was used on the same wall outlet which successfully charged the tablet. The suspect tablet power supply cable has not been received by the manufacturer for analysis to date.

Event description:
Analysis of the programming tablet's power supply was completed. No anomalies associated with the ac adapter performance were noted during testing using a known good tablet. The ac adapter performed according to functional specifications. No additional relevant information has been obtained to date.

Event description:
The suspect power supply was received by the manufacturer for analysis. However, analysis has not been completed to date.